Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v798124 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient was no longer receiving the same benefit from their dbs for their dystonia. According to an MRI, there was an edema or scarring at the end of the lead/at the lead tip. Additional information was received from the rep stating the patient, and that there was no implant to be scheduled after the explant. The explant would be taking place on (B)(6) and the lead sent in for analysis after hospital compliance has dealt with it. The cause of the edema was unknown. There were no further complications reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 13-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the caller stated the patient was having edema and scarring at the tip of the lead, the patient only had one lead. The caller stated that eh patient was no longer getting the same therapy. The doctor was looking at explanting and replacing/relocating the system, but the surgery is not scheduled yet. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v798124 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the edema and the scarring was not known. They will be explanting the lead on oct 18 and sending back for analysis. No replacement was scheduled. The issue had not been resolved. There were no further complications reported.